Manufacturer narrative:
Batch review performed on 21 december 2020: lot 1908988: (B)(4) items manufactured and released on 05-feb-2020. Expiration date: 2025-01-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional device involved: batch review performed on 21 december 2020: liner: mpact 01.32.3244hct flat pe hc liner ø32/e (k103721)lot. 1904353: (B)(4) items manufactured and released on 14-jun-2019. Expiration date: 2024-05-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 5 months after primary surgery, due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.